Event description:
A caller reported experiencing a minimum fill notification when attempting to reload an insulin cartridge in their pump. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.